Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospital visit for diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the customer was vomiting and was taken to the hospital where he was diagnosed with diabetic ketoacidosis (dka) and was treated with fluids.